Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that the patient's bladder is being weird. The patient does not know if the device is working. The patient could not find her patient programmer. No further patient complications are anticipated or expected as a result of this event.